Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the lumen part detached on the videoscope. It was unknown when the event occurred. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause cannot be identified. Based on the results of the investigation, reasonably known information suggests probable causes of the alleged failure "lumen part detached" was due to a tear inside the channel wall. Stress problem was identified leading to the ost probable cause of this complaint cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.